Manufacturer narrative:
The manufacturing facility performed a device history review of the lot number reported (2890119): the review showed no deviations or abnormalities related to the reported issue. One used tracheostomy tube was returned for evaluation. A visual inspection of the tube found that the shaft was damaged. Examination of the damaged portion inside the tube shaft found the tube's internal wiring to be exposed. The shaft was then sectioned for internal examination. Evaluation of the tube's wall thickness found it to be uniform. The evaluation concluded that the wire was torn from the silicone. Functional testing found that the device obturator was capable of being inserted into the shaft, but met slight resistance when contacting the wire. The customer's reported issue (tube damage) was confirmed, however no root cause of the damage could be definitively established. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home-care user that while the patient's mother was suctioning the tube, she found the tube shaft to be broken and kinking. Therefore, she replaced the tube with one that had been in use previously. There were no additional adverse effects to patient.